Manufacturer narrative:
Product ID: 8637-40, serial# (B)(4), product type: pump. (B)(4).

Event description:
Information was received from a patient who was receiving morphine (unknown dose and concentration) for non-malignant pain. The patient said that in (B)(6) 2015, a dye study was done and no dye was shown going through the catheter. When the health care professional left the room, the pump started working again. When he came back in the room the pump stayed working until the patient left the building and then it stopped working again. The patient had not gotten the results of the dye study and was told that the pump was working. Additional information has been requested regarding any pump issue, any symptoms experienced, resolution steps and whether the catheter issue was resolved but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.